Manufacturer narrative:
The reported 9x25mm biosure regenesorb screw, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the proper prep device. Excessive force placed on the screw during insertion. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time. This complaint reports that the biosure screw fractured during insertion. No information has been provided to clarify whether any fragments of the biosure screw were retained in the patient, if a delay occurred, or how the procedure was completed. No patient injuries reported. Without the requested clinical information the root cause of the reported screw fracture cannot be determine. The material of the biosure screw is made of a biocomposite material which is intended for implantation to allow for bone ingrowth. However, if retained, it is unknown if the biosure screw will migrate and there is potential risk for tissue inflammation and/or pain. Should any additional clinical information be provided this complaint will be re-evaluated. No further clinical assessment is warranted at this time.

Event description:
It was reported that during an anterior cruciate ligament graft, the interference screw fractured during placement in the femoral tunnel. Changing the screw was impossible. It is unknown if there were delays or a back up available, as well as how was the surgery completed. Patient outcome is unknown.